Manufacturer narrative:
Based on customer survey, it was determined that the pump had a cracked diaphragm. The pump diaphragm is intended to be replaced every 12 months and its replacement is included as part of the recommended annual preventive maintenance checklist. The lab in question does not have a svc arrangement with sakura finetek, USA, nor do our records indicate that sakura finetek was contacted by the site to perform such services. Therefore, sakura finetek, USA, cannot document that the recommended preventive maintenance(s) had been performed and if so, whether the individual performing the service was properly trained. The fact that only 5 cassettes from 2 cases were not processed correctly and mixture of small and large samples were process at the same time raises concern of non-instrument factors. It is best clinical practice to not mix large and small tissue samples during processing.

Event description:
A tech at the lab indicated that tissues in 5 cassettes from 2 cases processed on the sukura vip 5 instrument were not processed adequately, however, the remainder of tissues in thirty-four (34) cassettes were processed correctly.